Event description:
It has been reported to philips that, during a procedure system could not do fluoro. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a delay of procedure had been reported due to the reported problem. The philips field service engineer (fse) inspected the system onsite and confirmed system could not do fluoro. Review of the system log file showed generator exception occurred. Upon functional testing the fse found fault with rotor controller unit in generator which caused an anode rotor issue .the fse replaced the rotor controller unit . After replacement of rotor controller unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .